Event description:
It was reported the patient had an MRI at 12:37 on the day of the report. The pump had been interrogated around 2:30, but there was no indication that the stall recovered. The healthcare provider was instructed to interrogate the pump every fifteen or twenty minutes. The medication used within the system was gablofen. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).